Event description:
It was reported that in preparation for discontinuing the pt's pa (pulmonary artery) catheter and sheath, the head of the bed was lowered flat. Pt had history of coronary heart disease, diabetes, hepatic/renal dysfunction, & hypertension. Blood began to collect in the clear plastic protective cover of the pa catheter. Upon disconnecting the pa lock from the sheath valve, blood dripped from the connection site. The catheter and sheath were removed without incident. There were no pt complications reported.

Manufacturer narrative:
A f/u report will be filed if more info becomes available.